Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer answered 'yes" to the survey question " are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?", customer mentioned them being found while performing preventive maintenance. There was no reported patient impact.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. The reported issue that the syringe module dimmed led segments issue could not be confirmed; no product or device logs were returned for investigation. Correction: d8, e2, g2. Additional: h3, h6 (annex g) h3 other text : device was not returned.

Event description:
It was reported that the customer answered 'yes" to the survey question " are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?", customer mentioned them being found while performing preventive maintenance. There was no reported patient involvement.